Manufacturer narrative:
(B)(4).

Event description:
(B)(4) clinical study. It was reported post a percutaneous coronary intervention procedure, the patient expired. (B)(6) 2011, the patient was diagnosed with stable angina and cardiac catheterization was recommended. The 99% stenosed and 20mm long de novo target lesion was located in the 1st obtuse marginal with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement of a 2.50x20mm taxus liberte study stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and prasugrel. September 2013 the patient presented with worsening dyspnea with chest tightness. Electrocardiogram test revealed sinus rhythm, t-wave abnormality, lateral ischemia and abnormal electrocardiogram. Troponins were found to be elevated. The patient was diagnosed with non q-wave non st elevation myocardial infarction and the patient was hospitalized on the same day. The patient was noted to be in respiratory distress with oxygen saturation in 60's. The patient was put on a non-rebreathe mask (nrb) but the patient¿s condition did not improve. "Code blue" was called. The patient tried to be intubated but it was unsuccessful even after multiple attempts. The patient was treated medically. The patient was found to lose pulse and asystolic. Cardiopulmonary resuscitation (CPR) was initiated and medication was given but there was no pulse return. The patient expired. Per death note the preliminary cause of death was respiratory failure likely secondary to flash pulmonary edema and inability to obtain airway.

Event description:
It was further reported the preliminary cause of death was respiratory failure likely secondary to flash pulmonary edema and inability to obtain airway.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).